Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient admitted to the hospital for 11 days (till (B)(6) 2024) for the treatment of high blood glucose level of 600 mg/dl. IV insulin drip was used as a corrective treatment. Duration of infusion set used was more than 48 hours. No further information available.